Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data from the pod showed that a rotational sensor malfunction occurred, resulting in the first priming sequence ending early. First prime ending early prevented the firing flat of the ratchet gear from being lined up with the release bar at the end of second prime, preventing the needle mechanism from deploying as intended. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would result in the rotational sensor assembly malfunction. The exact cause of the rotational sensor assembly malfunction could not be determined.

Manufacturer narrative:
The device has been returned and is pending an investigation.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pink slide did not move forward. The pod was not worn.